Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a ring artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) went to the site to evaluate the system and confirmed the reported issue that artifacts were present on scanned images. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator and completed system calibrations to successfully resolve the image artifacts. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. On 03-jul-2018, a correction & removal (c&r) 1525965-070318-008-c was released. A customer information letter (cil) cle17-074 was sent to the customer on 28-aug-2018. Field change order (fco) 72800706 has been established for this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.